Manufacturer narrative:
H3: product analysis of the device found that visually, the sample had biological contaminants on the distal end of the device. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. The balloon was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the balloon and inflation assembly, at separate times, under water and no bubbles (leakage) were detected. Electrically, for additional analysis, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.3 ohms (blue), 3.2 ohms (blue with clear tubing), 3.6 ohms (red), and 3.2 ohms (red with clear tubing) which all of the electrodes were in specification. This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before surgery, during the anesthesia process, it was discovered that the endotracheal tube cuff was leaking air. After inflating the cuff, the air could not be extracted. The leak was significant and was identified immediately before intubating the patient which made the device unusable. A syringe was used to inflate the cuff. There was no patient involved.